Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for follow-up, episodes of non-sustained rv oversensing were observed. Review of session records suspects myopotential oversensing. Programming changes were made and the issue was resolved. Patient's condition was fine after follow-up.